Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and a clot was confirmed on the tip electrode of the catheter. During the ablation, impedance increased. When the qdot micro catheter was removed from the patient¿s body, and clot was found to be attached. The patient was anticoagulated and activated clotting time (act) of 300-400. The physician did not consider the clot to be excessive and did not consider it to be a potential risk to the patient. Heparinized normal saline was used. No adverse patient consequence was reported. Device investigation details: on 11-feb-2025, the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), temperature, and impedance test of the returned device were performed following j&j procedures. A visual inspection was performed, and no damage or anomalies were observed. A temperature and impedance test were performed, and no issues were observed. Additionally, the irrigation feature was working properly. A microscopic inspection of the dome was performed, and some irrigation holes were observed occluded with a dry whitish material. A sem test was performed to identify the foreign material inside the irrigation hole, which according to the study is inorganic material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface, which could cause an increase in the temperature and the presence of clot residues in this area. A manufacturing record evaluation was performed for the finished device 31469328l number, and no internal actions related to the reported complaint condition were identified. The clot issue reported by the customer was confirmed. The potential cause of the occlusion is traced to the manufacturing process. An internal corrective action is being followed to reduce occlusion failure modes. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during radiofrequency (rf) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and a clot was confirmed on the tip electrode of the catheter. During the ablation, impedance increased. When the qdot micro catheter was removed from the patient¿s body, and clot was found to be attached. The patient was anticoagulated and activated clotting time (act) of 300-400. The physician did not consider the clot to be excessive and did not consider it to be a potential risk to the patient. Heparinized normal saline was used. No adverse patient consequence was reported.